Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. It is unknown if the filter is a trapease or optease filter. If received it will be provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of an unknown vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, patient developed extensive deep venous thrombosis involving the inferior vena cava (ivc) and the right iliac vein. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages.

Manufacturer narrative:
As reported, the patient underwent placement of an unknown codman inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, dvt (deep venous thrombosis) involving the inferior vena cava (ivc) and the right iliac vein. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The codman vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and deep vein thrombosis do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.